Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had unexplained low flow alarms when speed was optimized. The event log captured lower flows during implantation with increasing fixed speeds noted to 6600 rotations per minute (rpm) to compensate for the lower flow. The rotor functioned as intended. The flow dropped from 4 liters per minute (lpm) to 2 lpm after protamine administration. The aortic valve was opening with every beat, but the flow was minimal through the outflow graft. The power increased with speed in releases. The flow never improved even at speeds of 6400 rpm. The patient was reopened before leaving the operation room. The outflow graft seemed flatter. There were tissue particulates in the outflow graft purple nut threads and inlet. The heartmate 3 pump was exchanged due to the low flows and the power that did not match the fixed speed. The modular cable and system controller were replaced. The patient was stable and could move all extremities.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed the presence of thrombus formations that could have developed due to the reported decrease in flow; however, a specific cause for the decreased flow/low flow alarms could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned separately from the device. The sealed outflow graft and outflow graft bend relief were not returned. The apical cuff was also not returned, and the cuff lock was returned disengaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces of the pump revealed thrombus formations which appeared to have developed as a result of poor surface washing due to the decrease in flow through the pump. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files submitted by the account and retrieved from the returned devices confirmed the reported decrease in flow and intermittent low flow alarms on (B)(6) 2023. The pump was operating as intended, and power consumption appeared to correspond to the speed adjustments throughout the captured events. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.